Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A patient was reported to have passed away. No further information was available.

Manufacturer narrative:
No device analysis results are available because the device was not returned.